Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed stuck button. The customer¿s blood glucose was 136 mg/dl at the time of incident. Customer stated that the insulin pump alarmed stuck button after the button has been pressed down for 3 minutes or longer. Customer also reported sensor issue. The insulin pump is not expected to return for analysis.